Event description:
It was reported that during a procedure of the 90% stenosed, non-calcified, non-tortuous, de novo, proximal circumflex artery after pre-dilatation with a 1.5 x 15 mm unspecified balloon dilatation catheter (bdc) at 10 atmosphere (atm) and the 2.0 x 12 mm semi-compliant bdc at 12 atm the 2.5 x 48 mm xience xpedition stent was implanted at 12 atm. Post-dilatation was completed using a 2.75 x 8 mm non-compliant bdc at 14 atm. After angiography a distal stent edge dissection was noted, a 2.5 x 18 mm xience prime was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries.